Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed the printed label on the top web with reference #(B)(4) and lot #2223196. The three photos showed the 24g nexiva device with what appeared to be blood residue on the external surface of the yellow wings and on the threaded area of the needleless injection cap. Unfortunately, without the physical sample or microscopic examination, the leak path could not be verified. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked during the insertion. The following information was provided by the initial reporter: "on insertion the device was found to be leaking. There is a leak from where the clear canular going to the patient meets the yellow butterfly. The catheter was replaced with an alternative. No patient harm resulted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked during the insertion. The following information was provided by the initial reporter: "on insertion the device was found to be leaking. There is a leak from where the clear canular going to the patient meets the yellow butterfly the catheter was replaced with an alternative. No patient harm resulted.".